Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was initially prophylactically reprogrammed. The patient did not tolerate the non-susceptible mode, experiencing shortness of breath and dizziness, so the device was later explanted and replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality the ipg was explanted and replaced to preclude harm to the patient. No further patient complications have been reported as a result of this event.